Manufacturer narrative:
Results of the investigation revealed that the tescom high pressure regulator was incorrectly installed on css console #36 at the time of the field repair by the hospital biomedical engineer. The input port was connected to low pressure, and the output port was connected to high pressure. As a result of improper installation, the regulator was damaged when pneumatic power was applied at the lab at syncardia. Further investigation of the regulator was not possible, and the customer-reported issue could not be verified. The tescom high pressure regulator was replaced. Evaluations of and repairs to other components of css console #36 were also made and documented in (B)(4). See also MDR 3003761017-2011-00004. Syncardia has not filed an MDR regarding the css controller ((B)(4)) mentioned in (B)(4), because the controller operated as intended and there was no malfunction. After all repairs were completed, console #36 passed a console test validation procedure. The tescom high pressure regulator failure mode poses a low risk to the pt, because it does not negate the ability of the css console to perform its life-sustaining functions, and redundant system performance was not affected. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
Customer reported that css console #18 was exhibiting an air leak in the reserve air tank. The pt was switched to a backup css console. There was no pt impact. A field repair was conducted by the hospital biomedical engineer, switching the tescom high pressure regulator from css console #18 with the tescom high pressure regulator from css console #36. After exchange, console #18 passed all parameters of the console test validation protocol. Css console #36 was returned to syncardia for evaluation. Investigation of the tescom high pressure regulator that was removed from css console #18 and installed in css console #36 is a part of (B)(4). The regulator was visually inspected, and a leak check was conducted in accordance with procedure.